Event description:
The user facility reported that the pediatric group staff member incurred a needle stick with the involved needle. When the staff go to click in the safety the needle is caught and sticks up causing the stick. The event occurred intra-operative. The event results did result in a needle injury and the needle stick impact however is unknown.

Manufacturer narrative:
E3: occupation: mckesson brands field sales specialist-southeast. G4: 510k - not available as per gudid. The actual sample was not available for evaluation; therefore, the details of its actual condition could not be determined. The retention samples were visually inspected and confirmed free from defects that will affect activation of the safety sheath such as missing tooth, tooth flash, short shot, flash on the sheath, over or under insertion collar to the hub, sheath-collar fitting, tilted cannula, and damaged parts. The samples were further evaluated for the sheath activation and deactivation functional test wherein all samples passed. A total of twenty-nine (29) complaints were received from the previous two fiscal years to the present for the same issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product or manufacturing process. The needle stick complaint happened due to the improper usage of the device as confirmed by the customer. The mckesson leaflet indicates instruction for use (IFU) for the proper activation of the device on a hard surface, in a quick and firm motion using a one-handed technique. Series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to ensure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. We advise you to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of mckesson sg3 safety needles in which warnings to prevent needlestick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).